Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, main drawer 5 was failed and failed to indicate whether the drawer was open or closed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 failed and failed to indicate whether the drawer was open or closed. The field service engineer (fse) performed troubleshooting, and the failed icon was not shown. The fse ran diagnostics on the drawer, and all tests returned successful. The customer inventoried the medications. The system functioned as intended after the field service engineer troubleshot the device.